Manufacturer narrative:
Date received by MFR: 08/2015. Based on the available information, this event is deemed to be a reportable malfunction. No sample received. Photographs confirm evidence of a product in seal. Investigation has been based on batch history record review. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operation information system was reviewed and there were seal and vision faults; cannot confirm this impacted the complaint issue without a sample. Machine logs were reviewed and there were no issues relating to the complaint issue. A non-conformance was opened previously for this issue. No further actions are required. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a dealer reporting a packaging issue with the product. Reporter stated that the dressing was "press-fit together with the primary pack." Photos provided by reporter show the dressing caught in the weld of the primary pack. It was noted that the product was not used. No further details were provided by the reporter.